Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had intermittent downstream occlusion alarms. Per reporter, the bar is locked, they stopped the pump and lightly slapped the pump on opposite palm 3 times, restarted and pumped twice. On third one the pump alarmed again. Per reporter, further troubleshooting was not successful. Reporter reviewed it could be a faulty cassette or a pump problem. The pump was empty in 40 hours and 49 min as it was put on today. Med 5 fu. Rv 204.1ml rate calculates to 5ml/hr. The event occurred while use with patient at home. No patient harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.